Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a battery voltage of 2.93 and was implanted in december 2005. The physician wanted an explanation for why the battery had depleted so quickly and was going to send in a patient disc for analysis. No adverse patient symptoms were reported.